Event description:
Patient used "thermacare heat wrap" -otc- for lbp. Placed wrap on lbp and fell asleep with wrap on till next morning -approximately 8 hours-. Wrap slid down and rested on her buttock. Resulted in 6 blister burns on left buttock.